Event description:
Customer reports the lancet does not retract into the softclix plus lancet device after the lancet is inserted. No adverse event reported. Requested return of suspect device and replacement was sent.